Event description:
Patient was in o.r for an unspecified surgical procedure. The pt went into vfib and the device was charged to defibrillate at 200 joules. According to the reporter, the device would not complete a charge above 5 joules. A backup device was called for and used and the pt was resuscitated.